Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified: white particles on the surface of the shell. Deformation. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported late seroma on the right side. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to spec, voids in the gel, deformation device, crease fold and white biological tissue. Cloudy in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported late seroma on the right side. Device has been explanted and replaced.